Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline infection. Cultures were (B)(6) for (B)(6). Antibiotic treatment with flucloxacillin was started. The patient was discharged from the hospital on (B)(6) 2017 and continued with flucloxacillin until (B)(6) 2017. The infection reportedly resolved. No additional information was provided.